Event description:
Fill volume: 400 ml. Flow rate: 8 ml/hr. Procedure: shoulder replacement vs. Orif greater tuberosity fracture. Cathplace: interscalene. Infusion started on (B)(6) 2015 at 11:00am. Infusion ended on (B)(6) 2015 at 10:30 am. It was reported that a pump infusion ended sooner than expected. It was reported as, "not sure flowing properly". Additional info was received on (B)(6) 2015. The incident was described as, "more than expected infused". It was estimated 250ml to 300ml was infused in 23.5 hours. No pt injury nor medical intervention were required from the reported incident. It was reported that the pt's current condition is "fine". The flow rate was not changed from 8ml/hr. It is unk if the pt used the bolus button. Additional info was received on (B)(6) 2015. The facility told the pt to clamp the pump when the pt reported concerns.

Manufacturer narrative:
Method: the device was reported to be returning for an eval and at this time is pending return. A review of the device history record (DHR) was conducted for the reported lot number. In additional, photographs were received of the device for eval. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.